Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, UDI), d8, g3, g4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operative sigmoid colectomy (typically lap for dissection with eea insertion transanally), during anastomosis, after firing, a leak test was performed with negative results. Two days later, the patient showed symptoms; the patient became tachycardic. On the third day, there was fluid in the patient¿s stomach, kidney failure - tanked through, a pneumonia symptom, increasing respiratory distress, and no bowel movement. A week after the initial procedure, the computed tomography scan (CT) showed air around the anastomosis. The patient was readmitted to the hospital and was re-operated on due to the issue. It was also found that the patient had a bowel injury that was leading to further complications. Ligasure xp was used within the case, in addition to the endoscopic endonasal approach (eea), but not on or near the small bowel itself. The approach was hand assisted which allows for even gentler handling on bowel and tissue. Upon second surgery, it was discovered that the anastomosis was healing extremely well and there was not a leak in the anastomosis.

Manufacturer narrative:
D10 concomitant product: trieea28xt, cir stplr trieea28xt blk exthk (lot#p2h0465); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.